Manufacturer narrative:
A visual examination of the returned device found that the sheath was separated (torn) at the middle section of the working length and at its distal end (basket section). Additionally, the basket cage was found deformed. The evaluation concluded that during the procedure excessive manipulation of the device and interaction with the scope or other devices most likely contributed to the failures sheath tear and basket wire kinked. Therefore, the most probable root cause of this complaint is operational context, since it is most likely due to anatomical and/or procedural factors encountered during the procedure, performance was limited. The device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a gemini stone retrieval basket was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the basket wire broke off inside the patient. The broken piece was retrieved using a grasper. The procedure was completed with another of the same device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental MDR will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a gemini stone retrieval basket was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the basket wire broke off inside the patient. The broken piece was retrieved using a grasper. The procedure was completed with another of the same device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental MDR will be submitted.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a gemini stone retrieval basket was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the basket wire broke off inside the patient. The broken piece was retrieved using a grasper. The procedure was completed with another of the same device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental MDR will be submitted.